Event description:
A patient was enrolled in the athersys multistem trial 4 days after a 3.0 mm medtronic endeavor stent had been placed in the proximal lad. On initial angiography, the stent appeared fully apposed to the artery, but was seen to be under-expanded (<2.35 mm) at its proximal and distal ends by ivus (icross, boston scientific). The cricket catheter was inserted into the coronary artery and passed into the stent, but would not advance beyond the distal end of the stent. Multiple attempts were made to cross the stent by manipulating the cricket catheter, but all attempts were unsuccessful. The cricket catheter was then withdrawn from the artery without perceptible resistance. The ivus catheter was then passed, without difficulty, through the stent and imaging showed that the stent had shortened and narrowed. Upon withdrawal, the ivus catheter became caught on the stent and required forcible removal from the artery, causing the stent to be displaced from its original position. A balloon was used to re-expand the stent against the vessel wall. The original cricket catheter appeared to have a leak, so a second cricket catheter was prepared and advanced beyond the stent without difficulty. The second cricket catheter was deployed and infusion of the test article was successful. The cricket catheter was removed and an additional endeavor stent was placed over the location where the prior endeavor stent had been pulled back. The need for intervention with the placement of the second endeavor stent was due to the following factors: the attempt to pass the cricket catheter through the original, under-expanded stent which caused the cricket catheter to catch on the stent tines; and the ivus catheter catching on the under-expanded stent tines upon removal of the ivus catheter. These factors caused further narrowing and ultimately displacement of the stent which necessitated placement of a second stent. The leak noted in the cricket catheter was not directly related to the need for intervention. The day after the procedure, the patient was released from the hospital, in keeping with the protocol and without complication(s). Hospital length-of-stay was unaffected by this occurrence.

Manufacturer narrative:
(B)(4).